Event description:
Complainant alleged that while attempting to defibrillate a male pt via electrode pads, the device failed to discharge. A second and third attempt were made, and the device failed to discharge. Complainant indicated that the electrodes were replaced and the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.